Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the battery cap cover on the infusion device could not be closed, due to the pump threading being defective. This issue made the infusion device unavailable for use. The customer experienced elevated blood glucose levels and was admitted into the intensive care unit, and was then moved to the endocrinological department. The blood glucose levels obtained at the hospital were not provided. The treatment provided by the customer upon arrival was also unknown. It was reported that while at the hospital the customer did receive a dropper with glucose. The customer's current condition is stable. It is unknown how long the customer was hospitalized.